Event description:
Patient treated at 8:30am 11/09/93 with stimulator to right + left gluted regions for 20 minutes. At 2pm, patient returned to the department complaining of a burn to her right gluted area. A reddened area 7cm x 14cm noted. Patient reported she had experienced a "tingling"sensation as the machine was being turned off. Silvadeen cream was applied to the area.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: electrical problem. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.